Event description:
The company was informed that the pt had pain at the implant site. The pt was treated with acetaminophen 500 mg from (B)(6) 2011 and statex 5 mg from (B)(6) 2011. The pt was explanted and reimplanted due to poor performance on (B)(6) 2011, reported on MDR 3006556115-2012-00587. The pt was treated with 50 mg of prednisone from (B)(6) 2012.

Manufacturer narrative:
Advanced bionics consider the investigation into this reportable event as closed. The pt reportedly doing well. The pt remains implanted. This is the final report.